Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a hospitalization due to high blood glucose levels because her insulin pump was not working. The customer also reported that after the hospitalization the device was run over. The customer's blood glucose level at the time of admission was 2,000 mg/dl. The customer's symptom included lethargy. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with insulin drip and fluids. The customer stated that after the insulin pump was run over, it had a cracked display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.